Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for failed battery alarm. Customer's blood glucose was unknown. Customer reported that they getting battery failed, states previous she was getting replace battery. Customer reported she put a new battery in again and is now getting replace battery. Customer reported the battery she has in now was previous in a remote. Unable to finish troubleshooting per customer does not have a brand new battery. Advise customer to call back when she has a brand new battery so we can make sure her pump is working as needed. The insulin pump will not be returned for analysis.